Event description:
During the evaluation of a device for a separate reported condition, particulate matter was observed underneath the check-band of a folfusor elastomeric device(approximately 1.2 mm in size). This event did not involve a patient. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The lot number 13e026 was manufactured between may 8, 2013 and may 9, 2013. The affected sample was received for evaluation for a separate condition. Particulate matter was observed underneath the check-band of the device. Microscopic evaluation of the device confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the particulate matter (pm) was determined to be made of acrylic, and was determined to be a fragment of the stress member. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.